Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). While the reported suoh 03 guide wire is currently marketed in the us under the model number ahw14r013p, the subject model is marketed some areas outside the us under the model number ah14r013pr. The reported suoh 03 guide wire was returned for investigation. The returned suoh 03 guide wire was found fractured immediately distal to the distal mid solder (set at 30mm from the wire tip to fix the outer coil onto the inner coil). Microscopic observation found that the outer coil was tightened and fractured together with the inner coil and the core wire. Measurement of the returned suoh 03 guide wire suggested that the guide wire was fractured and detached at approximately 30mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally accumulated on the subject suoh 03 while its distal segment had been caught by such a tortuous segment as a collateral channel. Consequently, the outer coil and the inner coil were tightened together, twisting off the coils and the core wire. It was concluded that the reported event was not attribute to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a 90-99% occluded and severely flexuous chronic total occlusion (cto) in the right coronary artery (rca) segment #2. While an asahi suoh 03 guide wire was being used via the retrograde approach, the physician recognized wire operability became poor but continued using the guide wire. Eventually, the guide wire was detached. Attempts were made to remove the wire fragment but failed as the fragment was pushed deep into the septal branch. The approach was switched to the antegrade approach with other devices to successfully cross the cto. An unspecified stent was deployed and the procedure was completed. It was informed that there were no adverse patient hazards caused by the reported event.